Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device failed to shock a shock a shockable rhythm. Physio determined that the cause of the reported issue was due to a shorted capacitor, designator c156, on the analog pcb assembly. The device was destructively tested and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to recognize a shockable rhythm. As a result, defibrillation therapy may be unavailable, if needed.